Manufacturer narrative:
Based on the claim against the product by the customer noting a melting or burnt tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base on the outside of the yaw pulley. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Event description:
It was reported that during central processing, the device came to central sterilization with a note saying that the tip looked melted or burnt on the maryland bipolar forceps. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was identified prior to reprocessing. The instrument was not inspected for any damage prior to reprocessing. The instrument was not inspected prior to use in the last procedure and was not inspected after completion of the procedure. The customer is not aware of any instrument collisions with other instruments or tools during the procedure. The customer is not aware of any arcing event that occurred during the procedure. There was no injury to the patient. No photographic images or videos are available for review.